Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The reported issue was confirmed using the system logs, where several erbe-related errors were found. The erbe also faulted when placed on an in-house testing system. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a c-34 fault occurred. The site swapped vision side carts and continued with the case. There were no reports of patient involvement.